Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, a patient with hlhs and venous collateral underwent a procedure, where a 6 mm amplatzer vascular plug ii (avpii) (model: 9-avp2-006, batch/lot: 4913304) was attempted to be deployed. It was determined to be too small; however, the collateral was successfully closed with this 8 mm avp ii. On (B)(6) 2016, the patient was returned to the cath lab as the 8 mm avpii was found embolized. Following percutaneous removal of the 8mm avpii, a 6 mm amplatzer vascular plug 4 (avp4) was successfully implanted. Post-procedure, the patient did well with no other complications.